Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2006. (B)(4).

Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead was beginning to trend upward. The pace/sense portion of the lead was capped and the high voltage coil remains in use. The pace/sense portion of the lead was replaced. No patient complications have been reported as a result of this event.